Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant c-reactive protein IV on a cobas pure e 402 analytical unit. The patient sample resulted in crp values of 70.000 umol/l and 0.294 umol/l.

Manufacturer narrative:
The crp reagent lot number is 869782. The reagent expiration date was requested, but not provided. The investigation is ongoing.